Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient, who was previously lost to follow-up, was seen for evaluation and there was a hole noted in the skin down to the subcutaneous implantable cardioverter defibrillator (s-ICD). The system was subsequently explanted. There was a questionable subcutaneous infection and cultures were done; the patient was being treated with oral antibiotics. The plan is ot be reimplant a transvenous system at a later date. No additional adverse effects were reported.